Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in delivery of an inappropriate shock. It was reported that the patient was washing their hair at the time. Noise was able to be recreated in primary and secondary sensing vectors with arm movements. An x-ray was performed and noted the electrode to be fully inserted into the device header. Technical services (ts) discussed the potential of device movement in the pocket and discussed troubleshooting options. Surgical intervention was undertaken. The electrode was explanted and replaced and the s-ICD was repositioned. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in delivery of an inappropriate shock. It was reported that the patient was washing their hair at the time. Noise was able to be recreated in primary and secondary sensing vectors with arm movements. An x-ray was performed and noted the electrode to be fully inserted into the device header. Technical services (ts) discussed the potential of device movement in the pocket and discussed troubleshooting options. Surgical intervention was undertaken. The electrode was explanted and replaced and the s-ICD was repositioned. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the electrode body noted arc marks on the sense b distal ring. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations, and concluded that the arc mark was consistent with damage related to the explant procedure.